Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the part of the spent breakaway washer, that was returned in the anvil, had two indentations present in the washer. It appears possible that an attempt may have been made to fire the instrument across a hard object. However, this could not be ascertained. The instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulties noted. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
The device was used during a gastrectomy (total) procedure. Two staples were malformed. Surgeon confirmed perfect doughnut and that the washer was broken. The surgeon stitched to repair the leakage. There was no pt consequence.